Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.1e. On july 05 2022 customer returned pump for an alleged cracked on the side. Pump received with multiple cracks on the case. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.